Event description:
The plaintiff's attorney alleged that the patient experienced an arrhythmia and subsequently expired, which was alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.